Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. As the 2.75x20mm omega stent was inserted into the guide it was noted that the manifold may not have been fully opened. As the stent was inserted into the patient anatomy the physician noted that the distal end of the stent was damaged. The stent was removed mounted on the balloon and the procedure was completed with another 2.75x20mm omega stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - returned product consisted of an omega stent delivery system and stent with a shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen, guidewire lumen and balloon. The balloon was tightly folded with the stent secure on the balloon. Majority of the stent struts on the distal end of the stent were bent, flared, stretched and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).